Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5129443.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance on both leads. The patients leads were replaced and will not be returned. The patient was doing well with good coverage postoperatively.